Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the lines were not primed prior to the patient connecting and that proper aseptic technique was not used when disconnecting. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device instructs the user to connect the patient line extension to the patient line prior to priming. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. Users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the caregiver (cg) made a mistake and connected the home patient (hp) to an unprimed patient line for peritoneal dialysis (pd) therapy on the homechoice (hc) device. During the troubleshooting for an unrelated alarm on the hc, the cg saw air in the line. The cg stated that the patient line extension set was used during therapy and that it was that the extension set was connected after the prime. The tsr explained that the extension line must be added to the patient line before the prime. The tsr assisted the cg with ending the therapy, but the cg disconnected the hp without using aseptic technique. The tsr instructed the cg to put a mini cap on the transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.